Manufacturer narrative:
The insulin pump was received with an intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage found on the electronic assembly or motor. The pump had a cracked display window corner, a scratched lcd window, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 5.2 mmol/l. Customer stated that the numbers are not ramping on their own. Customer stated that there is a response from a button. Customer declined further troubleshooting. Customer stated that the button error alarm occurred right after the pump was exposed to moisture from their sweat. Customer stated that the pump also has cosmetic damage. The pump has a scratch or possibly a crack on the screen. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.